Manufacturer narrative:
Investigation of the device did not find any damages or defects that could affect insulin delivery. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. The downloaded data shows the device completed 49 pulses before deactivating. It did not complete second prime at all. However, the device was received deployed even though second prime was not complete. The firing flat was vertically lined up with the release bar, which caused the release bar to not be held by the ratchet gear. The needle mechanism was reset to the not deployed position using the lock-and-load fixture. The ratchet gear was slowly rotated until it was back in the original position in which it was received. One slight turn of the ratchet gear and the firing flat was lined up with the release bar, which caused the release bar to not be held by the ratchet gear, replicating that only first prime completed before deployment. This indicates that the ratchet gear was incorrectly installed, which causes a needle mechanism failure. Although the needle mechanism deployed early, this did not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 313 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.